Event description:
The customer reported that they had a pt who had a cardiac arrest and a user had accidentally frozen the ECG wave.

Manufacturer narrative:
(B)(4): the customer reported that they had a pt who had a cardiac arrest and a user had a accidentally frozen the ECG wave. The customer stated that it took the staff a while to realize that they were not seeing real-time waves for the pt. Based on the available info, the customer states that the monitor did not cause or contribute in further injuries of the pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.